Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the log confirmed that four shocks were successfully delivered; however, each charge time was prolonged (1st: 19.6, 2nd: 21.1, 3rd: 23.3, 4th: 24.4) and multiple "defib charge timeout failure" messages were recorded, in accordance with device design, indicating the device reached its 25-second charge limit. The customer restored normal operation by replacing the battery. Evaluation of the device found no hardware faults, and the customer's report could not be duplicated. Testing with a fully charged battery showed normal charging to 200j within 6 seconds and successful shock delivery at multiple energy settings. The device also correctly detected low-battery conditions during testing. The device passed all functional and bench handling tests, was found to have current hardware, and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.